Manufacturer narrative:
(B)(4). Batch #: u5ax9n. Investigation summary: the ec45a device was received for analysis with no apparent damaged and with a gst45b reload loaded on the device. The reload was received partially fired 1/2 and with catridge deck damaged. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. However, due to the damaged on cartridge deck, resulting in some staples were not properly formed on this area. In addition, the device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a laparoscopic hepatectomy, the knife stopped on the way of the firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.